Manufacturer narrative:
(B)(4). This complaint for a report of a leak was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a reload the set 197 alarm which occurred on the homechoice (hc) during use; the patient was not connected. The technical service representative (tsr) had the home patient (hp) cycle the power and close the clamps, then go back through the setup. At "load the set," the tsr had the hp take the cassette out to wipe off the back, and the hp stated that there seemed to be fluid coming out of the cassette itself. The tsr advised the hp to set up with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) contacted the home patient on (B)(4) 2012. She stated that she did not notice where the solution was specifically leaking from, but she did know that it was coming from the cassette itself. Fluid had leaked out of the cassette and was leaking out of the door. She stated that after she had started over with new supplies, therapy went well. There were no samples available and she did not recall the lot. Therapy since has been going well, and there were no adverse effects reported in relation to this event.